Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received that "ratchet handle 227402000 from consignment pinnacle graters and screw instruments znnzh0410 broke during a case today. Sn unknown. I wasn¿t in theatre at the time, but the team called me to ask how many ball bearings are in the instrument as one came out as they weren¿t sure if any were in the wound. They brought x-ray in to confirm no fragments/ball bearings were left behind before closing up. They didn¿t get back to me to confirm.¿ this complaint involves one (1) device. The product was not returned to medtech orthopedics; however, photos were provided for review. See attachment "(B)(4) device photo ad 21 may 2025, img_7607.jpeg" the photo investigation revealed that ¿227402000, quickset ratchet scdr hdl¿ has broken. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. For the other reported event, the reported condition cannot be confirmed as the provided evidence was not sufficient to confirm the reported event of embedded device. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the quickset ratchet scdr hdl would contribute to the complained device issue. Based on the investigation findings, quickset ratchet scdr hdl was broken because of unintended user error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> according to the information received that "ratchet handle 227402000 from consignment pinnacle graters and screw instruments znnzh0410 broke during a case today. Sn unknown. I wasn¿t in theatre at the time, but the team called me to ask how many ball bearings are in the instrument as one came out as they weren¿t sure if any were in the wound. They brought x-ray in to confirm no fragments/ball bearings were left behind before closing up. They didn¿t get back to me to confirm.¿ this complaint involves one (1) device. The product was not returned to medtech orthopedics; however, photos were provided for review. See attachment "(B)(4) device photo ad 21 may 2025, the photo investigation revealed that ¿227402000, quickset ratchet scdr hdl¿ has broken. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. For the other reported event, the reported condition cannot be confirmed as the provided evidence was not sufficient to confirm the reported event of embedded device. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the quickset ratchet scdr hdl would contribute to the complained device issue. Based on the investigation findings, quickset ratchet scdr hdl was broken because of unintended user error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: ratchet handle 227402000 from consignment pinnacle graters and screw instruments znnzh0410 broke during a case today. Sn unknown.I wasn¿t in theatre at the time, but the team called me to ask how many ball bearings are in the instrument as one came out as they weren¿t sure if any were in the wound. They brought x-ray in to confirm no fragments/ball bearings were left behind before closing up. They didn¿t get back to me to confirm. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned quickset ratchet scdr hdl revealed signs of breakage on the spring and ring confirming the breakage allegation. However the broken fragments were not returned for evaluation and with no postoperative x-rays provided to confirm the embedded device, this allegation can't be confirmed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces consistent with the user applying excessive leverage/torque in a side-to-side or circular pattern. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the quickset ratchet scdr hdl would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2025. During the procedure, the ratchet handle broke. Intra op x-ray showed that one of the ball bearings was down the femoral canal at the end of the cemented stem. This could not be retrieved and was left in the patient. The ball bearing appears to be 2-3mm in diameter. There was also a loose spring fragment which was retrieved, along with a second ball bearing. Procedure was completed with an unknown delay.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: ratchet handle 227402000 from consignment pinnacle graters and screw instruments znnzh0410 broke during a case today. Sn: unknown. I wasn't in theatre at the time, but the team called me to ask how many ball bearings are in the instrument as one came out as they weren't sure if any were in the wound. They brought x-ray in to confirm no fragments/ball bearings were left behind before closing up. They didn't get back to me to confirm. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned quickset ratchet scdr hdl revealed signs of breakage on the spring and ring, causing the bearing ball of the ratchet mechanism to fall apart; the fragment was not returned for evaluation. However, with no postoperative x-rays provided to confirm the embedded device, this allegation can't be confirmed. Regarding the hudson adapter, no signs of significant damage were observed , and the three (3) bearing balls were found to be in place. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces consistent with the user applying excessive leverage/torque in a side-to-side or circular pattern. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the quickset ratchet scdr hdl would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.